Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. During the procedure, the physician discovered that the lead tails were in front of the ipg, however, was able to place majority of the lead tails behind when implanting the new ipg. It was noted that a small portion of the lead tails was still over the ipg. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.